Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported unknown side "device ruptured upon implantation". It is unknown if the surgery was completed with a backup device. The device was not implanted.

Event description:
Healthcare professional reported unknown side "device ruptured upon implantation." It is unknown if the surgery was completed with a backup device. The device was not implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.